Event description:
Event description cpi received information that an endotak transvenous defibrillation lead and bipolar lead were removed from service due to oversensing and inappropriate therapy. The leads were removed and a fracture was found on both leads near the header. The leads were replaced.